Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in canada. Consumer reported via email that prior to insertion of a tampon she noticed the string was missing. She did not use the tampon so there was no medical attention required and no adverse health effects.